Manufacturer narrative:
Reliability engineering evaluated the device, and the reported problem was confirmed. It was concluded that the bur likely fractured due to the application of excessive side load force during use. There was a buildup of bone debris observed to be clogging the flutes of the bur, likely due to insufficient irrigation during use. Clogged flutes will lead to less effective cutting and as a result, the user may tend to apply more (excessive) force.

Event description:
Report from (B)(6) stating that the cutter was observed to be broken during surgery. No injuries were reported, however , it is unknown if medical intervention was necessary. There was no additional information provided.